Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that found the issue replaced the batteries as per customers request. The stm then performed a complete pm. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was then returned to customer and cleared for clinical use. (B)(6).

Event description:
While performing a preventative maintenance service, the getinge service territory manager (stm) found that the batteries were depleted since the unit was not seated in the cart. The stm reseated the unit into the cart and verify the batteries were now charging. There was no patient involvement and no adverse event was reported.